Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 192 mg/dl, 327 mg/dl, 501 mg/dl, 115 mg/dl, 130 mg/dl, 131 mg/dl, 168 mg/dl, 192 mg/dl, 327 mg/dl and 501 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Note: freestyle lite meter readings higher than 500 mg/dl display a "hi" message on the meter.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.